Event description:
Patient reported that the pump alarmed ¿key was pressed, please release.¿ patient attempted to clear the alarm by pressing all buttons and the pump briefly resumed running before the alarm reoccurred. Multiple attempts were made to resolve the issue. Upon restart, keypad buttons (stop or start and on or off) were non-responsive and the pump could not be started or powered off. Display showed resvol 13.9 ml given 101 ml and set flow rate 2.5 ml per hour. The event occurred during patient use, with no harm reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.